Event description:
It was reported that during a da vinci s prostatectomy procedure, while docking the system to the patient, the site experienced system error code 31017. The site contacted isi for technical support engineering (tse) assistance. With the assistance of the tse, the site performed an emergency power off (epo) and power on the patient side cart. The issue was resolved and the site was able to home the system and proceed with the procedure. After some time, the site contacted isi technical support engineering to report that they experienced non-recoverable system error code 15. With the assistance of the tse, the site was able to clear the error code; however, the error code re-occurred. The site asked if it was possible for the surgeon to continue with the case; however, the tse advised the site that non-recoverable system error code 15 may re-occur during the surgical procedure. Review of the site's system log by the tse found that the system error code 15 was associated with patient side manipulator (psm) arm. The port incisions were already created when the surgeon made the decision to abort the planned surgical procedure and rescheduled it for a later date.

Manufacturer narrative:
The investigation conducted by the field service engineer (fse) was unable to replicate system error code 31017 and system error code 15 experienced by the site. However, the fse concluded that the system error codes were associated with the remote arm controller (rac) and/or a patient side manipular (psm) arm and replaced them as a precaution. The rac consists of five printed circuit assembly (pca) boards, which operate together to provide control of the system arms. The psm is an instrument arm located on the patient side cart and provides the sterile interface for the endowrist instruments. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 31017 when there was a system fault that occurred during system shutdown, which was not cleared by the power cycle. System error code 15 occurs when the system detects that an internal message was corrupted during transmission. The rac and psm were returned and evaluation. Engineering was unable to duplicate the system error codes experienced by the site. Performance testing of the returned affected parts found that they functioned to specification. On oct 8 2012, isi contacted rn, (B)(6) and he indicated that while setting up for the planned surgical procedure, there were no issues noted with the system, however, the system error code 31017 occurred while docking to the patient and all of the patient side manipulator leds were observed to be red. (B)(6) indicated that there was no harm to the patient and the rescheduled procedure was performed a week later. As of oct 12 2012, there have been no reported recurrences of the issue at this hospital.